Event description:
It has been reported to philips that the power for the stent boost computer was off on the allura xper fd10/10 system. The customer indicated that the issue had occurred before. It was also indicated that, despite sufficient free storage space on the complaint device the device operated sluggishly. The system was in clinical use at the time of the event, but no harm had been reported.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) communicated with customer and reported the issue that stent boost computer was turned off. The philips field service engineer (fse) dispatched to inspect the system onsite. Fse checked device and malfunction phenomenon did not occur at the time of visit. There was no error in the disk. Fse cleaned inside the pc and removed and re-inserted each board. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.